Event description:
It was reported that on 18 november 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An nt clip (lot: 30324r1010) was implanted, along with another xtw mitraclip (lot:30717r1070), reducing mr to grade 1-2. On 20 november, 2023 the patient experienced recurrent mr with a grade of 3-4 due to a posterior leaflet perforation by the xtw mitraclip. The physician was unsure what could have caused the perforation. On (B)(6) 2023, a mitral valve replacement procedure was completed and the mitraclips were explanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.